Event description:
It was reported that during follow-up, an error message was displayed during interrogation of the pulse generator and battery data could not be read. A software download restored the device to normal functionality.